Event description:
It was reported that this right ventricular (rv) lead of the implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances measuring greater than 125 ohms. A defibrillation threshold (dft) commanded shock test was performed, and the results showed stable shock impedance measurements of 59 ohms. The physician will continue with monitoring. At this time the ICD and this scientific rv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).